Manufacturer narrative:
The reported events of unacceptable capture threshold and insulation twisted were not confirmed. A complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when the right ventricular (rv) lead implanted into right ventricular conduction system pacing it was noted that the rv lead exhibited high pacing threshold. The rv lead was taken out and twisted was noted which was confirmed via visual examination. The rv lead was not used and replaced during the procedure on (B)(6) 2025. The patient was stable.